Manufacturer narrative:
(B)(4). Date sent: 8/16/2023. Additional information was requested and the following was obtained: 1. What were the indications for surgery? Ans: sigmoid tumor, stage 1. 2. What surgical procedure was performed? Ans: lap high anterior resection. 3. Did the patient receive any preoperative chemotherapy or radiation? Ans: no. 4. Were there any issues experienced with the device in the initial surgical procedure? Ans: no. 5. What healthcare professional fired the device and what is his/her experience with the device? Ans: general surgeon, and familiar with the device. 6. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Ans: low b. 7. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Ans: yes. 8. Was the device difficult to close? Ans: no. 9. Was the device difficult to fire? Ans: no. 10. What purse string technique was used? Ans: information not provided. 11. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Ans: 4 x half revolution counterclockwise. 12. Did the healthcare professional receive audible & tactile feedback when firing the device? Ans: yes. 13. Was a complete transection of the white breakaway washer visually confirmed? Ans: yes. 14. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Ans: distal donut was completed but noticed one small part of it had thin tissue strand. But unable to tell the exact location of the thin tissue located. 15. What type of leak test was performed? Ans: air leak test. 16. Was the staple line visualized endoscopically during the initial surgical procedure? Ans: no. 17. What was observed at the site of the leak upon reoperation? Ans: surgeon informed that had gross contamination at leak site. 18. How was the leak addressed? Ans: laparoscopic suturing at the leak site. 19. What is the current status of the patient? Ans: discharged 3-4 days ago.

Manufacturer narrative:
(B)(4), date sent: 7/27/2023, d4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? What purse string technique was used? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What type of leak test was performed? Was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a lap anterior resection the surgeon informed that patient underwent CT scan and noticed there is leak at posterior anastomosis site on post op day 3. During the surgery, both donut were completed but noticed there was one thin portion on distal donut. Performed leak test and negative.